Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
It was reported that during a cardiovascular procedure the physician wired a carotid that went easy, but somewhere he could not advance the medtronic spider sheath as it kept getting stuck on something. The physician noted the penumbra benchmark bmx was not kinked and as they tried to advance the sheath over the aristotle 14 guidewire the wire broke into a main piece and a couple small pieces. The pieces were removed and they checked native images to verify nothing was left behind. There was no injury to the patient. They opened a new aristotle 14 and completed the carotid stenting without incident.